Event description:
Additional information was received: there was no surgical delay.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information that has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary - according to the information received, ¿insert 3-8mm was not fitted properly in tibia. The following insert is not proper locking just because surgeon used other same size of insert in same case¿. The product returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual inspection of the returned attune ps fb insrt sz 3 8mm revealed that the posteriors tabs that are designed to slide into the locking feature of the mating tibial tray present signs of delamination. Additionally, deformation was found at the anterior groove. The observed damage suggest unsuccessful insertion attempts during the surgical process, however a definitive root cause is not possible to be determined. The mating tibial tray component was not returned, therefore, a functional test was not able to be performed. However, due to the visual damage observed. The difficulty/inability to assemble mating devices can be confirmed. The attune knee system surgical technique (dsus/jrc/0316/1437 rev. K) advises on pages 79-80, ¿for fixed bearing tibial components, angle the tibial insert posteriorly and slide the posterior tabs into the posterior undercuts of the tibial base. The fixed bearing tibial insert is impacted into place on the tibial base, using the fixed bearing insert impactor. Position an impactor at approximately 60 degrees on the insert so that the notch rests on the anterior edge of the center of the insert. Use a mallet to strike the fixed bearing insert impactor.¿ following these steps will successfully locking the insert into the base as intended. The observed damaged condition suggests the posterior tabs on the underside of the tibial insert were not properly aligned with the undercut locking features of the tibial base and heavy impaction forces with the mallet at the anterior edge of the inset were not performed with the recommended 60 degrees. This would contribute to the difficulty/inability to mate the insert with the tibial component following multiple insertion attempts. A manufacturing record evaluation was performed for the finished device [151640308 / m54c51] number, and no non-conformances / manufacturing irregularities were identified during manufacturing. The overall complaint was confirmed as the observed condition of the attune ps fb insrt sz 3 8mm would contribute to the complained device issue.¿ based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot - a manufacturing record evaluation was performed for the finished device [151640308 / m54c51] number, and no non-conformances / manufacturing irregularities were identified during manufacturing. Device history review, - a manufacturing record evaluation was performed for the finished device [151640308 / m54c51] number, and no non-conformances / manufacturing irregularities were identified during manufacturing. H11 additional narrative: added: b5 corrected: h3.

Event description:
Additional information received states that there were no adverse consequence/s that affected the patient because of the reported event.

Event description:
It was reported the insert would not fit properly in tibia. Another insert was used and no issue occurred. No surgical delay.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.